Manufacturer narrative:
It was reported that the table top allegedly slipped off while a patient was present on the table. A stryker field service technician (sfst) was dispatched for further investigation. Upon arrival, the sfst was provided information that when the doctor leaned on table, the table went to a full tilt position. The sfst inspected the table and found that the pin that holds the table to the tilt piston, backed out of the eye bolt on the piston. The result was the table under weight, went to full tilt position with no control. There is a second c clip that should retain the pin, but was not found during the sfst investigation. The c clip was replaced, the table was tested and returned to full use. The DHR for this table was reviewed by a stryker staff quality engineer and the documentation review showed that the table was manufactured to specification. The cause of the missing c clip is unknown. There were no injuries or adverse consequences reported and the patient was transferred to a different table for the procedure.

Event description:
It was reported that the table top allegedly slipped off while a patient was present on the table. There was no injuries or adverse consequences reported.